Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 350 mg/dl. The customer stated buttons are not easy at all to press. The customer stated that there is no significant event leading to the keypad issue. The customer was not able to read the numbers off back of the insulin. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with no button response due to act, escape, and up arrow button were flat button dome. The connector was inspected and locked on the lcd board. No address serial number label anomaly noted. The insulin pump had cracked reservoir tube lip noted.